Event description:
It was reported that the right ventricular (rv) lead was explanted due to a potential perforation and diaphragmatic stimulation. The lead was replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The lead remains in hospital possession.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a potential perforation and diaphragmatic stimulation. The lead was replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The lead remains in hospital possession. Additional information from the field indicates that a computerized tomography (CT) scan was also performed. It was noted that the lead was very apical. The field deduced that there was a micro-perforation.